Event description:
It was reported that the patient's blood glucose level rose to 330 mg/dL while wearing the POD for between 4 and 24 hours. When the Pod was removed from the infusion site (leg), the Pod's cannula was found bent. No treatment information was provided.

Manufacturer narrative:
Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data from the pod did not contain any timeouts or drive stalls that would indicate a struggle to deliver insulin. No problems found. The 0x9B alarm was triggered and confirmed through the data, indicating "It has been more than 5 min after CGM Deactivation without receiving Pod Deactivation command". Inspection of the pod found no damages or manufacturing deficiencies that would result in a hazard alarm. The cause of the alarm could not be determined. Lot Release records were reviewed, and the product lot met all acceptance criteria.Locked Down Smartphone: PHONE_CONTROL_IOS.Omnipod Software App Version: 2.2.1.Operating System: 26.5.Hardware: iPhone 17.3.CGM Sensor Type: Data not available.Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.